Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an episode of syncope, and upon interrogation of the device, the patient experienced a seizure. The device was found to be at elective replacement indicator (eri) with intermittent pacing function, and was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.